Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the fracture of the dental implant, 2 years and 4 months after its installation. The implant was installed in intraoral region #3. No further information was provided, neither radiographic images.